Manufacturer narrative:
Failure to follow instruction by use of oversized device. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a chronic thoracic aortic dissection of unknown size. It was reported that during the index procedure the first device, (B)(4), was implanted proximally and the second device was then implanted distally right below the left common carotid artery. Final angiogram confirmed a type IV endoleak at the primary entry site, associated with the proximal stent graft. No touch up with balloon was performed due to the presence of the dissection. On CT exam a type ia was observed as well as the type IV and this may have occurred as the stent graft was not fully engaged at the primary entry tear. A non-medtonic (gore) balloon was used on the primary tear and the type ia and type IV endoleak was resolved. As per the physician, the cause of the type IV endoleak was anatomy related due to the large primary entry tear and heparin use. As per the physician the cause of the type ia was due to the use of an oversized device leading to it not being fully deployed against the aortic wall and an embolism occurring at the entry tear. It is unknown the % to which the stent graft was oversized as the sizing sheet did not have the relevant measurements. No additional clinical sequelae were reported and the patient will be monitored.